Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Instead, a field service was performed the service department was unable to replicate the 480-fault condition, however, during incoming functional testing, a 296 solenoid error, the water pressure jumps around, and it was determined an electrical issue with the mcu (master control board). This issue most likely also triggered the 480-error code. Therefore, it was concluded that the electrical failure was the most probable cause of the complaints. Based on the information available conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during water vapor therapy procedure, error 480 was displayed, the procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during water vapor therapy procedure, error 480 was displayed, the procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.